Manufacturer narrative:
Additional patient information: patient height reported as (B)(6). Exact patient weight was reported as (B)(6). Date of post-operative non-union and pain is unknown. This report is for four (4) unknown screws with a partial part number of 04.005.5xx reported. The original implant procedure took place on an unknown date in (B)(6) 2014. Per facility, the complainant parts were returned to the patient and are not available for investigation. Based upon the partial part number, the likely 510k number is k000089 and therefore has been reported in the associated field. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went in for a revision procedure on (B)(6) 2015 due to a non-union of the distal tibia. The surgeon removed the nail that was reamed with a reaming/irrigation/aspirator (ria) and implanted an ex-tibia nail (12 x 375mm) and fiblia plate. The surgeon collected bone graft, packed the fracture with the bone graft, and exchanged the nail. The surgeon had no trouble inserting the new nail or the new locking screws. The surgery was successfully completed with no reported time delay. The patient status/outcome is unknown. This report is for four (4) unknown screws. This report is 2 of 2 for (B)(4).